Manufacturer narrative:
Other text: e4: customer reported to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. Pictures were received in complaint investigation, during review of the images ink stains inside tube were observed. The root cause of the reported issue was found to be operator mishandling using production equipment. Actions were taken to mitigate the reported issue: a notification awareness to operators were issued in order to notify all personnel about issue reported with ink stains on manometer surface.

Event description:
It was reported that there were ink stains on the surface. No patient injury was reported.